Event description:
It was reported that; on (B)(6) 2016, primary surgery was performed (l3-s). Just after surgery, the backout of the l3 both side blockers was occurred. The surgeon noticed this fact on (B)(6) 2016, and a revision surgery was performed on (B)(6) 2016. During the revision, the surgeon found that also the l4 both side blockers are loose. Approx 4 blockers were exchanged to new one.

Manufacturer narrative:
Method: visual inspections, device history review, complaint history review, risk assessment; result: indentations that would show evidence of contact with a rod were very light in the blocker implying inadequate tightening during the implantation. No relevant manufacturing issues were found that may have contributed to the reported event. According to the risk file, too little torque to blockers may cause construct loosening leading to a revision surgery. Conclusion: lack of proper indentations on the returned blockers indicates that the blockers were not adequately tightened, which is likely the factor that contributed to the early loosening of the blockers.

Event description:
It was reported that; on (B)(6) 2016, primary surgery was performed (l3-s). Just after surgery, the backout of the l3 both side blockers was occurred. The surgeon noticed this fact on (B)(6) 2016, and a revision surgery was performed on (B)(6) 2016. During the revision, the surgeon found that also the l4 both side blockers are loose. 4 blockers were exchanged to new one.